Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that when attempting to remove the tension gauge it fractured. A portion of the gauge could not be recovered.